Manufacturer narrative:
The investigation was done based on the log files and the old motor was returned to draeger for evaluation. The motor has brushes, ball bearing, commutator disk and a spindle which are affected from aging caused by wearing. During operation, the measured motor speed is being compared continuously to the calculated one. An abraded commutator disc will lead to variations in speed which may cause an indifferent ventilator piston position. Since such state may result in serious equipment damages the workstation is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. Manual ventilation remains possible in that case. The particular device was in operation for ten years. The motor is designed for a lifetime of ten years at standard operating conditions (8hours/day, 5 days/week). A wear-and-tear related end of life for these components can be considered well-acceptable. Dräger concludes that the device behaved as specified in the particular case - a switchover from automatic to manual ventilation was proceeded and the user was alerted by means of a corresponding alarm. No patient consequences have occurred. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
The device posted ventilator inop. While in use on patient. The customer decided to replace the device at the time of the event. Then they performed the selftest but the item ventilator piston was not passed. The customer want to know the root cause of the reported symptom.